Event description:
It was reported that the patient presented in-clinic scheduled for right atrial lead revision due to high pacing impedance and automatic-mode-switch due to noise over-sensing. As a resolution the right atrial lead was capped and replaced on (B)(6) 2024. The patient condition was stable.